Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The investigation is based on the limited information provided. Medical records and images have been requested but not received. The patient's medical records are unknown. It is unknown if the filter was placed according to the IFU. It was reported that the filter was inserted with no complications at that time. Without images it is difficult to comment on the alleged filter leg perforation and extreme chest pain. It is unknown when the filter leg perforation was discovered and why removal of the filter would cause risk to the patient. Filter perforation of the vena cava wall is a known risk. Several case reports published in scientific literature describe filter perforation of the vena cava wall. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ acute damage to the inferior vena cava. ¿ acute pulmonary embolism. ¿ extravasation of contrast material at time of vena cavagram. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ thrombosis or stenosis at implant site. ¿ wound infection at vascular access site. ¿ death. There is no evidence to suggest that this device was not manufactured according to specifications. Based on limited information the exact reason for alleged filter leg perforation and extreme chest pain cannot be determined. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
Per short form complaint (lawsuit) filed: "it is alleged that "patient had a history of pulmonary emboli which caused him to be admitted to (B)(6) on (B)(6) 2011. There it was determined that an ivc filter would be implanted. That same day, the cook günther-tulip filter was inserted into patient. There were no complications at that time. Patient began experiencing extreme chest pain and shortness of breath immediately after the implant of the filter. Patient was later told that the filter perforated his vena cava and could not be removed due to such a high risk of death during the procedure."

Event description:
Per complaint form: "it is alleged that "patient had a history of pulmonary emboli which caused him to be admitted to (B)(6) hosp. In (B)(6) on (B)(6) 2011. There it was determined that an ivc filter would be implanted. That same day, the cook gunther-tulip filter was inserted into patient. There were no complications at that time. Patient began experiencing extreme chest pain and shortness of breath immediately after the implant of the filter. Patient was later told that the filter perforated his vena cava and could not be removed due to such a high risk of death during the procedure."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Per complaint form: "it is alleged that "pt had a history of pulmonary emboli which caused him to be admitted to the hospital on (B)(6) 2011. There it was determined that an ivc filter would be implanted. That same day, the cook günther-tulip filter was inserted into pt. There were no complications at that time. Pt began experiencing extreme chest pain and shortness of breath immediately after the implant of the filter. Pt was later told that the filter perforated his vena cava and could not be removed due to such a high risk of death during the procedure." It is alleged that "pt suffered significant and severe injuries to his body" additional information received on 02feb2017: per medical records, during various clinical visits the patient claims "shifting" of the ivc filter has made contact with a nerve leading to chronic back problems and sharp pain. On (B)(6) 2015, patient was admitted due to chronic abdominal pain presumed secondary to ivc filter migration. On (B)(6) 2015, cat scan of the abdomen and pelvis shows stable position of the patient's ivc filter. Cervical spine x-ray shows multiple level degenerative change. There is no fracture. Stable position and orientation of ivc filter with chronic perforation of the ivc wall, legs pointing superomedially, apex pointing posterolaterally toward the right side approaching the orifice of the right renal vein. This shows no change in position compared to the earlier CT, and no evidence for retroperitoneal hematoma. Conclusion: stable position of ivc filter. Postoperative changes are present. Exam limited with neither intravenous nor oral contrast, but there are no findings to indicate acute or active disease within the abdomen or pelvis. On (B)(6) 2016, chest x-ray noted the orientation of the ivc is stable compared to (B)(6) 2015. The superior border of the ivc is at the level of the l1 superior pedicle level. The orientation is stable. Surgical clips are noted in the right upper quadrant in the region of the ge junction. The patient status post CABG surgery. Conclusion: stable position of the ivc filter when compared to CT of (B)(6) 2015, details as above. On (B)(6) 2016, abdomen x-ray noted the inferior vena cava filter which is tilted apex to the right and appears stable in the position compared to the exam from (B)(6) 2013. Tilted inferior vena cava filter has a similar appearance compared to a previous exam. On (B)(6) 2016, patient was admitted with palpitations, ivc filter issues, lightheadedness. X-ray noted ivc filter was noted to the right l1-2 in place. Conclusion: ivc filter in place. No indication of filter removal reported. Filter has been noted to be in place.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.